Manufacturer narrative:
Analysis & conclusions mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer complaint from a patient who took the accula test on (B)(6) 2021 claim false negative. Customer success gave the patient their results and the patient said that they wanted the results from the (B)(6) facility because the patient claims that reference number 145681369 was a false negative. Patient says that the pcr test reference 143464022 which was taken the same day at lee health center which was positive was the correct result. Customer success sent the patient the information they requested. Patient also took another pcr test (reference 149655172 barcode (B)(4)) on (B)(6) 2021 which they received a negative". No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.